Event description:
The physician was attempting to deploy a 4.0 mm diameter x 30 mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in a pt. It was reported that the stent dislodged during advancement and/or retraction through a guideliner device. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (interaction between the integrity stent and the guideliner during advancement and/or retraction of stent), (stent embolism and failure to deliver stent). Eval: conclusion: (interaction between the integrity stent and the guideliner during advancement and/or retraction of stent). Eval summary: the stent delivery sys was not returned for eval. The stent was returned for eval. Seven stent segments were intact but partially deformed. A number of struts were raised on the first two stent segments at one end of the stent. A number of segments at the other end of the stent were bunched and the remaining stent segments were deformed and elongated. No further damage noted.